Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the operation part of the subject device was broken. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. The reported issue (broken operation part) was confirmed. It was observed the insertion tube was loose due to external factors. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, the suction cylinder was scraped, and the paint on the suction cylinder was peeled. Scratches were observed on the control section, the tip cover, the protector on the insertion part corrugated tube, the switch box, the operation unit cover, the up/down knob, the up down angle fixing lever, the grip, the right/left knob, the right left angle fixing knob, the universal cord, and the scope connecter side of the universal cord due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.